Event description:
It was reported through remote transmission that the device was found to be in backup mode. The patient was brought to the clinic and device code was re-downloaded successfully and restored to the device.

Manufacturer narrative:
(B)(4).